Event description:
The customer observed biased glu qc results on the vitros dt60 analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.